Manufacturer narrative:
The nail was removed on (B)(6) 2015 and the patient was implanted with a new precice nail, without incident. To date, the patient is doing fine and no negative outcomes were reported. (B)(4).

Event description:
A representative reported that a surgeon alleged that a patient experienced a loss of distraction of approximately 6cm with their precice nail. The patient was initially implanted with the nail on (B)(6) 2015 and had already completed their lengthening treatment.